Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter would not deflate after performing the venogram. The balloon catheter had to carefully retracted while fully inflated along with the coronary sinus catheter, and the coronary sinus had to be reengaged with a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that he mechanical operation of the balloon catheter was occluded. The mechanical operation of the catheter shaft balloon ruptured. Visual analysis of the lead indicated damage during use. The analyst noted that the balloon catheter was returned with the balloon breached/ruptured. According to the reported indicated in the event, stylet insertion test was performed, the stylet went through the proximal end of the catheter and could not get any further at distance 54.5cm. Destructive analysis was performed, there was foreign material visible which appears to be crystallized saline and that was relate to the complaint of balloon catheter would not deflate. This appear to have been caused at the implant procedure when the physician using the saline. If information is provided in the future, a supplemental report will be issued.